Event description:
The patient fell at home and fractured her femur. Doctor revised insert and stem.

Event description:
The patient fell at home and fractured her femur. Doctor revised insert and stem.

Manufacturer narrative:
Device was confirmed to be an unknown abg ii stem. This MDR will be resubmitted via a quarterly summary report as part of the requirement of remedial action exemption (B)(4), granted to stryker by FDA on (B)(4) 2013.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as (B)(4) stem. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.